Event description:
It was reported that the device reached its elective replacement indicator prematurely. Abbott technical support was contacted and confirmed that the eri was false. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of premature discharge of battery, and longevity anomaly were not confirmed. The device was received with battery voltage at elective replacement indicator (eri) level which was reached post-explant. Review of the device image indicates auto-capture was enabled, and the device operated in high output mode at times consistent with the false eri alert triggered in the field. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Analysis performed in nominal settings indicated normal functionality. Further evaluation at various outputs found normal current levels. A longevity assessment was performed, based on field settings, and the device exceeded projected longevity indicating normal battery depletion.